Event description:
It has been reported to philips that x-ray completely shut off during a procedure. No harm has been reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that x-ray completely shut off during a procedure. Review of system log files showed a power outage occurred leading to an error message of ¿x-ray not started within 4 sec. After pedal press¿. Fse observed the force sensor error. The fse recalibrated tube/detector sensors to resolve the issue. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.